Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the rubber on the pump was eaten away where the needle was put into the pump. In (B)(6), they did not have an x-ray machine to fill the pump so they just had to dig around. They thought her pump would last 10 years, but he patient was at the max amount of her drug and it was hard on the pump. It was malfunctioning and she would pass out. When she gave herself a bolus and if she went to stand up, she would see green and pink lights and was almost blind. It would stop after 3-5 minutes. The patient thought it was the change in spinal fluid fluctuation when she stood up. She had to make sure when she gave a bolus, she was laying do wn and would be there for 15 minutes. She had several episodes where her vision went weird. They had slowed the rate of the push on the bolus. They replaced the pump on (B)(6) 2019. They checked for crystallization in the tubing and they said it did not need to be changed out. It was considered a gradual change in therapy/symptoms. The patient had a "big scary one with vision weird" about a month and two weeks prior to (B)(6) 2019. There were no further complications reported at this time.